Event description:
"Ep testing failed to provide any current indication for ICD", therefore the physician removed this system due to a possible lead fracture on this lead. This system was not replaced.